Event description:
It was reported the thunderbeat's tip broke. The event occurred during a laparoscopic hysterectomy and bilateral salpingo-oophorectomy therapeutic procedure. There were no reports of patient harm, and the procedure was able to completed with a replacement device without delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The device was inspected and found the probe tip detached and broken. In addition, the following reportable malfunctions were identified during the device evaluation: the teflon pad had charred marks with metal exposed and foreign material from the distal end. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.